Manufacturer narrative:
(B)(4).

Event description:
About three months prior, it was reported the patient had a return of urinary symptoms. A loss of therapeutic effect was noted. The patient thought they had a urinary tract infection, but did not believe so anymore. It was stated the implantable neurostimulator (ins) was dead. Communication with the programmer was possible with the device. The patient was scheduled for a replacement surgery on (B)(6) 2013. It was noted that the patient was on two medications to help relax their bladder on top of the interstim therapy. If the patient¿s other ins depleted, they would have to self-catheterize. A few days later, it was noted the patient had been self-catheterizing. About two months later, it was reported the patient had a replacement surgery. The replacement was indicated to be due to normal battery depletion. It was noted the implant gave the patient good symptom relief for their bladder retention. It was also stated that when increasing stimulation, their testicles ¿would jump up to their face.¿ information received as of the date of this report indicated there was a ¿malfunctioning interstim battery.¿ impedances were ¿outside¿ of the normal range. The battery was replaced on (B)(6) 2013. No hospitalization was required. At the post-operative visit on (B)(6) 2013, the patient noted an improvement with sensation and device battery. A follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2014-00694. The patient had two devices and it was unclear if each reported issue pertained to one or both of devices.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).